Event description:
Sabina m. Sorondo 2022, "large fenestrations versus scallops for the superior mesenteric artery during fenestrated endovascular aneurysm repair: does it matter?" The study sought to compare midterm clinical outcomes and sac regression of patients treated with the cook zfen, from september 2021 to july 2021, between the 2 different sma configurations: sma scallop or large fenestration. 137 zfen patients had either a scallop or a large fenestration for the sma as the proximal-most configuration. Of these, 72 patients (52.6%) underwent repair utilizing a scallop configuration, and 65 patients (47.4%) underwent a large fenestration. The primary outcome of interest was sac regression at 1 year. Secondary outcomes included proximal neck reintervention rates, 30-day mortality, and an overall 3-year survival. All first postoperative computed tomography (CT) scans (1-30 days) were analyzed independently for proximal seal zone lengths. Proximal seal zone length was defined as the distance from the proximal graft fabric to the start of the aneurysm in large fenestrations and the distance from the base of the scallop to the aneurysm for scallop configurations. Aneurysm characteristics and morphology related to the neck differed significantly between the 2 configurations. While maximum aneurysm size did not differ significantly between the scallop and large fenestration groups (61.6 ± 13.2 mm vs. 63.7 ± 13.4 mm, p = 0.33), the scallop group had a significantly smaller infrarenal neck diameter (25.0 ± 5.32 vs. 26.9 ± 6.26, p = 0.044), larger suprarenal neck angulation (24.3 ± 19.0 vs. 16.7 ± 11.1, p = 0.003), and smaller device diameter (29.5 ± 3.24 vs. 31.5 ± 3.23, p = 0.0002) as compared to the large fenestration group. With regards to perioperative outcomes, operative metrics were not statistically different, other than a higher volume of contrast use in the large fenestration group (99.8 ± 41.6 ml vs. 87.9 ± 32.3 ml, p = 0.0485). Fluoroscopy time, estimated blood loss, and early reintervention rates (<30 days) were not statistically different among the 2 groups. Reinterventions within 30 days were primarily secondary to renal artery branch occlusions, with only 1 patient in this cohort requiring reintervention for an sma branch occlusion in the scallop group. The mean proximal seal zone length was significantly greater for large fenestration versus scallop configurations (41.7 ± 14.4 mm vs. 19.5 ± 7.9 mm, p < 0.001). Additionally, there was no difference in sac regression between scallops and large fenestrations at 1 year (10.1 ± 10.9 vs. 11.0 ± 12.1, p = 0.635). Significant sac regression, defined as >5 mm decrease, was observed in 51.4% of scallops and 54.5% of large fenestrations at 1 year (p = 0.126). Importantly for midterm technical success, in this cohort, there were no persisting type 1a endoleaks requiring proximal neck reinterventions in either group. On multivariate logistic regression analysis, incorporating clinical, procedural, and anatomic covariates, use of a large fenestration for the sma was not independently associated with sac regression (odds ratio: 1.01, 95% confidence interval: [0.22-4.73], p = 0.988) . (B)(4): 1 patient in the large fenestration group who developed distal aortic occlusion with bilateral acute limb ischemia, which eventually underwent bilateral common femoral endarterectomy with bilateral iliac stenting. This patient was eventually discharged a week later without residual neurologic deficits in either limb.

Manufacturer narrative:
Medical device problem: a27 appropriate term/code not available selected for occlusion.